Event description:
The handheld programming computer was received by the manufacturer for analysis. Product analysis was performed and the allegation of the battery not holding a charge was not confirmed. No anomalies with the hhd performance were noted during testing using and ac adapter or the main battery with a full charge. The handheld programmer performed according to functional specifications.

Event description:
It was reported the physician's handheld vns programming computer would no longer hold a charge. The programming computer was still able to interrogate patients, but the physician requested a new programming computer. Attempts for additional relevant information have been unsuccessful to date.